Event description:
A malfunction was reported on a pump, but no notable events occurred before this issue, and there was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer intended to continue using the pump. The customer planned to complete a software update and load a new cartridge independently, declining any further assistance.